Event description:
It was reported that during a percutaneous coronary intervention (pci), the stent balloon stuck during post-deployment. The patient presented to the procedure with an acute myocardial infarction. The target lesion being treated was located in the non tortuous and calcified left anterior descending (lad). The physician use a pt2 moderate support wire and did a primary stenting using a 2.75x16mm bare metal liberte stent. The stent balloon got stuck while trying to remove it during post-deployment. The guide catheter (6f jl4) was pulled down the lad and the vessel pre-dilated with a 2.5x15mm apex balloon. The physician was successfully able to remove the delivery balloon from within the patient. There were no issues with the wire, guide catheter and apex balloon. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient condition listed as "ok".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).